Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Moroever, a review of memory noted no suspicious faults or resets and review on the battery depletion curved showed that the device was depleting normally. Further, the device was put through and passed a series of automated diagnostic testing that that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Hence, the device met its specification for normal device operation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had muscle stimulation. A reprogramming options were done but patient still had stimulation and when the left ventricular was turned off the stimulation went away. Boston scientific technical services (ts) discussed further reprogramming options. Additional information received indicating that this crt-d exhibited premature battery depletion (pbd) due to historical high atrial and left ventricular thresholds. Additionally, the physician believed that the muscle stimulation was attributed to patient's weight loss. Moreover, further reprogramming was done. This crt-d was explanted. No additional adverse patient effects were reported.